Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
Material #: 320550 batch/lot #: 2137651. It was reported by the consumer that several boxes clog during flow check and some of the non-patient end needles hard to attach to the pen. Verbatim: consumer reported finding several in this box to clog during flow check. 3 found last night to do this. Others found on another day = unknown occd dates. Consumer reported some non patient end needles hard to attach to the pen. Reviewed the placement of non patient end to the pen. Lot # 2137651catalog# 320550date of event 01/08/2023date of event unknown = 1/3 of the box. Sample status awaiting sample

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-feb-2023. H6: investigation summary: customer returned (7) loose 32g 4mm pro pen needles with tear top label open from the lot# 2137651. Customer reported that several boxes clog during flow check and some of the non-patient end needles hard to attach to the pen. The pen needles was visually inspected and observed five pen needles with broken non-patient end, one pen needle with bent non-patient end and one pen needle without any damages. One pen needle without any damages was attached to pen injector and observed no issues with attach/detach. Hence, the alleged issue could not be confirmed based on the samples returned. As the samples returned open. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. The root cause cannot not be determined as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle non-patient end was difficult to attach to the pen during use. The following information was provided by the initial reporter: "consumer reported some non patient end needles hard to attach to the pen. Reviewed the placement of non patient end to the pen."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle non-patient end was difficult to attach to the pen during use. The following information was provided by the initial reporter: "consumer reported some non patient end needles hard to attach to the pen. Reviewed the placement of non patient end to the pen."